Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Date of manufacture: mar 29, 2007. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently undergoing investigation. The results of the investigation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing a tibial nail procedure and was reducing the fracture with the reduction forceps the forceps broke into two pieces. The breakage did not result in the generation of fragments. The two broken pieces were easily retrieved. The surgeon had a back-up instrument available and was able to complete the procedure successfully with no delay or harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A visual inspection under 5x magnification and drawing review were performed as part of this investigation. This complaint is confirmed. The returned forceps were received at customer quality (cq) in 3 pieces. The spindle screw and spindle nut are loose in the bag and no longer secured to the forcep handles as intended. The reduction forceps with points speed lock 130mm (part# 399.770) is an instrument used in multiple systems including the lcp t-plate 3.5mm system, and dcp plates 3.5mm system. Relevant drawings were reviewed during this evaluation. No product design issues or discrepancies were observed. A definitive root cause could not be determined. However, the complaint condition was most likely caused by rough handling over the 9 year lifetime of this device. It is not likely that the design of the device contributed to this complaint. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.